Event description:
A report was rec'd that the pt would undergo a pocket revision due to difficulty charging. The physician repositioned the ipg and implanted a lead extension. The pt was reportedly doing fine after the revision procedure.